Event description:
Per the clinic, the patient experienced pain with device use. A CT scan revealed that the device had migrated and subsequently, the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
This report is filed april 9, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.